Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had received an inappropriate due to double-counting with some non-physiological noise. The patient was brought in for system evaluation as well as possible re-programming. However, due to the patient's ejection fraction recovering the physician elected to deactivate the system. Approximately a week later the entire system was explanted. No adverse events were reported.